Event description:
It was reported that the subject device had no endoscopic images. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed (no endoscopic images). In addition, the following reportable malfunctions were identified during the device evaluation: blackout and error b30 occur. Based on the results of the investigation, it is likely due to damage of parts, due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.